Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The biosensor was inserted into the skin on (B)(6) 2025. On (B)(6) 2025, it was reported that the consumer experienced an inaccuracy. Two days prior to an event in the car she observed the sensor values were ¿unusually high¿ compared to a bg. At some point the bg fs value was 85 mg/dl and the biosensor value was ¿high,¿ however it could not be determined these values were for the time of the event in the car. On (B)(6) 2025 she was driving home from a 12 hour work shift, and felt very tired which was not uncommon. As she was backing up to the parking spot, the consumer passed out which resulted in a smashed car bumper. An unspecified amount of time later she regained consciousness. The biosensor values were ¿30-35 points higher¿ than expected. No bg fs value was provided. The consumer indicated her spouse ¿knows what to do¿ if she becomes hypoglycemic, and keeps glucagon on hand at home for that purpose. No other treatment details were specified. There was no report of medical intervention by a health care professional (hcp). The consumer did not provide any other details at the time of the chat. Although additional attempts were made to obtain additional details, no other information was available. It is not known if the customer had underlying problematic hypoglycemia or hypoglycemia unawareness. No further event details are available. Data was evaluated and the allegation was undetermined. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.